Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery, this product didn't work at all since it was opened as there was liquid leakage from the battery. Therefore, the surgeon used an alternative product to complete the surgery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the device history record for 00515047501, lot number z000008070, identified no relevant deviations or anomalies. Product examination found that one of the batteries had leaked and caused corrosion of the adjacent battery contact. This caused the unit to not function. This complaint is confirmed. The root cause of the reported event could not be specifically determined with the provided information. It cannot be determined how or when this issue occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.